Event description:
Reaction to latex gloves on more than one occasion. Event on 6/27/96 required treatment in ER. Rash and severe itching following the wearing of latex gloves. Rash on hands arms, abdomen, facial flushing, edema of hands, difficulty breathing. "Glove test - positive, scratch test - negative, intradermal test - quite positive at a 4+ level (maximum reaction that could be measured.